Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited a sensing anomaly and loss of capture. The patient was 97 percent paced in the atrium at a rate of 80 bpm and reported to feel fine. The lead will be monitored .